Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels since starting on the pump. Reportedly, bg level has elevated up to 450 mg/dl. The customer delivered boluses via the pump and manual injections to address bg level. On the morning of the call, the customer had changed out all supplies. Air bubbles were noted when the customer filled the tubing and the customer was able to prime out the bubbles. Later that day, an occlusion alarm occurred and the customer was able to clear it by stretching out the infusion set tubing. At the time of the call, the customer's bg level was 327 mg/dl. A recommendation was made for the customer to change out the site.